Event description:
Report received from the USA stating that the attachment cannot be inserted. It is known that the device was used during neuro-spine surgery. There was no injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).